Event description:
New information received notes the right ventricular lead exhibited decreased sensing of r-wave amplitudes. The lead did not exhibit any capture anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had a sensing and capture anomaly. The lead was explanted and replaced. More information was requested but not provided.